Manufacturer narrative:
(B)(4).

Event description:
It was reported that hours post implant, the right atrial lead exhibited intermittent undersensing. The device was reprogrammed to supersede the intrinsic rhythm. The following day I was noted that the patient had deceased. The death was not device related. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.